Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) quit working about 1.5 years ago when they were in the hospital. It was noted the manufacturer's representative (rep) came to see him in the hospital but was unable to get the device going again. The consumer had an appointment scheduled with a physician on (B)(6) at 4:00 to discuss removal of the stimulator and plans for future care.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the implant was damaged/ stopped working after having a computerized tomography (CT) scan where dye was used (unrelated to the implant). It was unknown when this occurred. At a later time, when lying in a hospital bed, unrelated to the implant, he began hurting in the implant area. That began one to two years ago. The patient noted that it was in a ¿bad spot¿ and has had pain in the area when sitting down since then. The patient was working with nurse practitioner (np) to coordinate having the implant removed in order to have an MRI, in order to assess the back for potential surgery. (A back surgery prior to the implant was noted.) And then a new system would possibly be put in. The patient also noted having had leg issues in the past where he had lost I t, and would have swelling up and down the cut leg / got infected. This was unrelated to the implant and was noted to have resolved. Indication for use includes arachnoiditis. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received. The manufacturer representative (rep) reported having seen the patient nearly a year ago and noted no ¿complaint.¿ the rep had not heard from the patient since that visit.